Manufacturer narrative:
Based on the current information provided, the cause of the post-procedure pneumothorax cannot be determined. There was no reported device malfunction associated with the event. A follow up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement. The pneumothorax was identified via chest x-ray after the procedure; the pneumothorax size was small, and it did not grow over time because the chest tube was placed immediately. There were two nodules biopsied; one was in the left lower lobe and was about 14x14 millimeters (mm) in size, while the other was in the left upper lobe and was about 11x8 mm in size. The procedure was completed as planned with no delays. The patient was discharged home the next day after the procedure. The physician reported that the device did not cause or contribute to the event, and it would have likely occurred via another modality. There was no device malfunction associated with the event.